Event description:
I went in to (B)(6) on thursday, (B)(6) 2018. I was having severe stomach pains. The ER dr ordered a CT scan of my abdomen / torso. They used contrasting dye which was administered via IV. It was found that I had diverticulitis. Later that evening, my torso became slightly red and irritated. By the next day, my torso was more red and stinging like pins and needles were sticking me. The redness and irritation got progressively worse over the next three days. It feels and looks like a very bad sunburn. It is not an allergic reaction as I took benadryl and the condition did not change. I sent pictures of the burns to my primary physician (who is out of town) and the ER dr who examined me initially. His response as, "oh, that is not normal and should not have happened." I went back to see a dr on (B)(6) 2018. He had a look of shock when he saw my burns and said, "I have never seen that, you know those machines produce quite a bit of radiation. I've heard of burns, but have never seen them. There is not much we can do for a superficial burn."